Event description:
It was reported that this right atrial (ra) lead presented with impedance greater than 3000 ohms. The polarity was switched to unipolar and the lead displayed no particular out of range values on this mode. No adverse patient effects were reported. Additional information received report possible lead damage as the cause of the high impedance.